Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and a cracked/damaged casing was observed. The reader's log was downloaded and observed readings in the reader, proving the issue is not an out-of-box failure. Therefore, the issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
It was reported that when attempting a blood glucose test using the freestyle libre 2 reader, the test would start but not give results. As a result, the customer was unable to obtain readings and monitor glucose. The customer experienced unspecified symptoms of hyperglycemia and required treatment of insulin (dose/type unknown) by family member. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
It was reported that when attempting a blood glucose test using the freestyle libre 2 reader, the test would start but not give results. As a result, the customer was unable to obtain readings and monitor glucose. The customer experienced unspecified symptoms of hyperglycemia and required treatment of insulin (dose/type unknown) by family member. There was no report of death or permanent injury associated with this event.